Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported slda appears to have been a result of challenging patient anatomy. A cause for the reported poor imaging could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was very difficult during the procedure. The first clip delivery system (cds) was advanced to the mitral valve, and placed in medial a2/p2 position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization, reducing the mr to 1- 2. The patient was confirmed to have a good outcome. No additional information was provided.